Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted with a complete seal. At the 45 day follow up, thrombus was noted on the face of the device. There was no change in the seal of the device. The patient did not show any symptoms. The patient was on aspirin and plavix after implant and the medication was changed to warfarin in an attempt to resolve the thrombus. The patient will have a repeat follow-up tee after being on warfarin for a period of time.